Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was noted during unpackaging that blood and contrast were visible throughout the distal shaft. The stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The stent had moved distally approximately 5mm. Three stent struts in the first row were flared back. Tip damage was also found. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties were encountered. The 85% stenosed lesion was located in a moderately calcified and moderate-to-severely tortuous proximal left anterior descending (lad) artery. The denovo lesion was pre-dilated with an unspecified 1.5mm balloon catheter. An attempt was made to advance a 3.0 x 12mm taxus stent, but was unsuccessful in crossing the lesion. Next, they tried to cross with a 2.75 x 12mm taxus liberte stent, however they were still unable to cross the lesion. The procedure was ended at this point. The patient was referred for a rotational atherectomy. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed that the stent had moved distally on the delivery balloon and damage to the stent.